Event description:
It was reported that the right ventricular lead exhibited undersensing, and the device reached elective replacement indicator (eri) in less than four years. The pace/sense portion of the right ventricular lead was capped, and a new pace/sense lead was implanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal, and met 80% of expected longevity.